Manufacturer narrative:
The pump was received unit with a blank display due to a broken solder joint on the interface board. Unable to perform the displacement test due to the blank display. The pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump was dropped on the floor and does not work anymore. Customer's blood glucose levels were not included in the report. Product is being replaced.